Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer used apidra insulin. During the system check with tandem technical support, it was determined that the cartridge should be changed. The customer's blood glucose level was between 160-170 mg/dl and it was addressed with a bolus.